Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26sep2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch frame assembly to address the issues and the problem was resolved. The device passed performance verification testing.

Event description:
It was reported that the tidal volume was not being maintained. There was no patient involvement. The event date was not specified; estimate used.